Event description:
As reported via legal documentation a male patient had a left hip replacement on (B)(6)2016. Approximately 6 years and 3 months after the initial procedure the patient had a left hip revision on (B)(6)2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. 16-aug-2022 op report: postoperative diagnoses: failed left total hip replacement arthroplasty. Iliopsoas tendinitis and bursitis, left hip. Morbid obesity.

Manufacturer narrative:
D10: concomitants: (B)(6), 180-01-60 - nv crown cup clstr hole 60mm group 4; (B)(6), 180-65-25 - alteon 6.5mm screw, 25mm; (B)(6), 180-65-25 - alteon 6.5mm screw, 25mm; (B)(6), 170-36-03 - biolox delta femoral head 36mm od, +3.5mm; (B)(6), 188-00-11 - wedge plasma s/o sz 11. Pending investigation.

Manufacturer narrative:
H10. H6. Investigation results - the nv gxl linr, ntrl, 36mm ID, group 4 cups device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s condition and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient is morbidly obese, there is no mention of device failure noted in the revision operative report. Per the IFU: patients should be informed that their weight and activity level may affect the longevity of the implant. These devices are used for treatment not diagnosis.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation. Manufacturer narrative updated: the most likely cause for the revision reported due to prosthesis wear, instability, and range of motion is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.